Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube contained foreign matter. The following information was provided by the initial reporter: "black smear was on the wall of the tube."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube contained foreign matter. The following information was provided by the initial reporter: "black smear was on the wall of the tube."